Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 6 weeks ago. Aneurysm and vessel morphology were not reported. It was reported that 1 week post implant, there was an occlusion of the bifurcated stent graft on the ipsilateral limb where the stent graft is unsupported. The stent graft was twisted during the procedure during placement of an extension limb and the limb was pushed into the aneurysm sac; however, this was not recognized during the procedure and the final angio looked unremarkable. The pt presented with leg pain and an angiogram showed the stent graft had thrombosed. The pt was brought back and the thrombus was declotted with balloons and angiojet. An aneurx limb was implanted within the talent ipsilateral limb and it was aggressively ballooned. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Required secondary intervention).